Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera was not functioning. The camera was replaced. The system then passed the system checkout and was found to be fully functional. The camera was returned to the manufacturer for analysis. Analysis found that a bump had been detected which caused a system fault code. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that just before the site was going to acquire an image with the imaging system, the navigation system showed ¿localizer faulted¿ in the status and the amber light on the camera was illuminated. The navigation system was rebooted without resolve. The use of navigation was aborted. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome. Additional information was received stating when a manufacturer representative opened the ndi tool box, it stated the bump sensor had been detected which indicates a new camera is required to resolve the issue.